Event description:
The user called the emergency support program line reporting that the cardiosave had been in standby for 19 minutes due to a gas loss alarm. No patient harm was reported.

Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6). The gas loss alarm was resolved by guiding the user to verify that there was no blood in the helium tubing and that all connections were secure, followed by using the iabp fill and start buttons to successfully resume therapy. The user was also educated on alarm troubleshooting, clinical causes of a gas loss alarm, and the use of the help key for future reference.